Event description:
Pt dialyzing on tesio catheter. After dialysis, the catheter was flushed back, scrubbed, capped and helparized per protocol. The pt then complained of sob and burning in the chest. Pt was given o2 and sat up in chair. At this point pt's shirt became saturated with blood over the catheter site. A small hole was noted in the arterial line of the tesio catheter. The pt was admitted to the ER for a air embolus.